Event description:
Event: post implant intervention. Case details: a six month follow up angiogram revealed a type I endoleak at the right iliac attachment site. In 2002 a wall stent was placed in the right iliac attachment system to resolve a type I endoleak.